Event description:
It was reported, that a as inverse humeral pe-inlay 36-0 was found broken. The timing of the event is unknown at this time.

Manufacturer narrative:
The manufacturer received the devices for investigation on 01/12/2015. The investigation is pending. As the lot numbers are unknown at this time, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is cpt(B)(4).